Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
Additional information received reported that the cause of the event was surgical complication; replacement of the catheter caused the patient to receive better flow than with the old catheter and dose reduction was necessary. The patient was kept overnight for observation. The issue has been resolved and the patient recovered without permanent impairment.

Event description:
It was reported that the patient experienced an altered mental status and overdose symptoms specified as respiratory distress. The pump was implanted on the event date. The pump was reprogrammed and the event logs were checked. The patient was hospitalized, kept over the weekend, and was discharged on (B)(6) 2014. The reporter initially stated that the patient was alive with no injury and then later reported that the patient was receiving effective therapy with no issues as of (B)(6) 2014. The cause of the event wasn¿t reported. The pump was delivering an unknown brand of baclofen at a concentration of 4500mcg/ml with a dose of 3,200 mcg per day. Follow-up was conducted for additional information. If additional information is received, a follow-up report will be sent.